Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 15.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted, date unknown, because of zonular dehisence at the 2 o'clock position and pre-existing anatomical issues. Reportedly, the patient is stable with no issues and on post op day 1, looks great. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.